Event description:
It was reported following the patient's permanent implant procedure, she experienced chest pain, high blood sugar levels and a high white blood cell count. As a result, the patient was admitted to the hospital. The patient was discharged on (B)(6) 2015 as the issues had improved and the patient was feeling "much better".

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.